Event description:
It was reported that during a da Vinci-assisted surgical procedure using an Xi system, an Operating Room (OR) staff reported ongoing issues with Universal Surgical Manipulator (USM) Arm 2, specifically error 26002. The Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) had the caller perform a hard power cycle on the system. The system powered back on without any errors, and the team proceeded to dock the arms. The caller noted they could manage with a three-arm system, though it would be somewhat difficult, and stated they would attempt to bring another Patient Side Cart (PSC) into the room when one became available. At this time, it is unknown whether the procedure was completed using the original configuration.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. FSE replaced the proximal Set Up Joint (PSUJ) and 115V power cord due to voltage issues. System was tested and verified ready for use. The power cord is a field scrap item and will not be returned for evaluation. The complaint was confirmed based on the field evaluation.ISI has received the PSUJ associated with this event, but the evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.